Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered an recommended replacement time (rrt) alert previously and was now at end of service (eos). It was additionally reported the device alerted for a charge circuit timeout and and a long charge time. Prior to the device change out it was noted that the right ventricular (rv) lead was oversensing as a result of pocket manipulation. Additionally it was noted there was a high sensing integrity counter (sic). The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.